Event description:
It was reported that the device exhibited error code 46822. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lens, swollen downstream occlusion (dso) seal, and damaged ac connector. Event history log confirmed a 46822 error (defective pwa). Functional testing was able to replicate the reported issue. The root cause was determined to be a defective pwa. The pwa was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.